Event description:
Per the clinic, it was reported that, on (B)(6) 2025; the patient opened the tamper proof battery door using his teeth and ingested the battery. Subsequently, the patient was brought to the emergency room (ER) admission for treatment and discharged on the same day. The patient recovered and the battery door has been replaced.